Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
The date received by manufacturer in g3 was incorrect in the initial report. This report is to correct the date. The corrected date value is included in g3 of this report.